Event description:
Meningitis event: a child with a common cavity deformity and a deficient modiolus. He had his cochlear implant placed initially about 3 years ago. This was accompanied with a gusher. Two weeks prior to the onset of meningitis, he had his cochlear implant replaced, because of internal device failure. As soon as the electrode was removed from the common cavity, spinal fluid flowed briskly from it. The lead was replaced into the cochlea, and the spinal fluid fistula stopped by packing fascia around the electrode array. There was no evidence of spinal fluid fistula at the termination of the operation. Two weeks later, he developed a high fever, was taken to a local emergency room where a spinal tap and blood cultures were both positive for streptococcus pneumoniae sensitive to all antibiotics. Treatment was immediately begun, and he was transferred to medical center. Three days after admission, he was taken to the operating room and the implant removed. Three cultures taken at the time of implant removal -one from the device itself, one from the tissues surrounding the device and one from the mastoid cavity- were obtained. A light growth of coagulose negative staph was positive on one for the cultures - presumably a skin contaminant. Electron microscopy of the device itself suggest a biofilm of h. Influenzae. He pursued an uneventful post-operative course and was discharged. It is planned to re-implant him in about eight weeks. Although the parents were convinced he had pneumovax, after checking with his primary care md, he had not. Pneumovax 0.5 cc was administered the end of his hosp stay.